Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the patient alleged an unspecified adverse event as a result of use of the product.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence secondary to urethral hypermobility and grade 2 cystocele. Procedure (s) performed: pubovaginal sling and porcine fascia and cystocele and cystocele repair and cystoscopy. Complications post mesh implantation: (B)(6) 2015: malfunction of tvt, recurrent urinary tract infection, nocturia, frequency, dysuria, dyspareunia, cystocele, rectocele. Mesh revision surgery: (B)(6) 2015: underwent removal of mesh, diagnostic cystoscopy, partial vaginectomy and ureterolysis

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary inc ontinence secondary to urethral hypermobility and grade 2 cystocele. Procedure (s) performed: pubovaginal sling and porcine fascia and cystocele and cystocele repair and cystoscopy. It was reported that after implant, the patient experienced malfunction of tvt, recurrent urinary tract infection, nocturia, frequency, dysuria, dyspareunia, cystocele, rectocele, malodor, bladder prolapse and discomfort. Post-operative patient treatment included removal of mesh, diagnostic cystoscopy, partial vaginectomy and urethrolysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.